Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
Per medical records it was reported that on (B)(6) 2012, the patient presented with preop diagnosis : 1) facet arthropathy of the c2-c3. 2) left cervical radiculitis. Following operating procedure was noted:1) decompression of the left c2-c3 nerve toot. 2) lateral mass screw fixation at c2 and c3. 3) posterior spinal fusion of the cervical spine at c2-c3 with some graft and bmp. Per op notes" the incision went down through the subcutaneous tissue down to the spinous processes. Subperiosteal dissection was carried to the lateral gutter, exposing the lateral mass at c2 and c3. The surgeon put 12 mm screws in place. They cut rod and put it into place and tightened down the set screws and tightened them down until the device showed that surgeon had enough pressure. A crosslink was not applied. Surgeon decorticated the posterior lamina. Then put bmp and the graft there for fusion. Placed gelfoam over the exposed dura. "(B)(6) 2014, the patient presented with pre-op diagnosis - herniated nucleus pulposus, c5-c6 . He underwent following procedure: I. An anterior cervical diskectomy and fusion at c5-c6. 2. Cage with bone graft. 3. Aspiration right iliac crest. 4. Arteriocyte. 5. Orthoblend. 6. Anterior cervical plating, c5-c6. Per op notes, a transverse incision was made just at the level of c5-c6. With blunt and sharp dissection, dissected down to the front of the neck. They banked at what was thought to be c5-c6. A marker was placed and it was confirmed in the c5-c6 level. They had second time out with that maneuver. They (B)(4) along the longus colli muscles, put black belt retractors in place. A radical diskectomy incision was then made. The disk was removed with pituitaries. They burred down the flange of c5. Got back and removed a lot of the spurring and bony tissue until we got to the posterior longitudinal ligament. The disk appeared to have a perforated on the left side and a big water disk setting into the neural foramina. They used the cage burr for a 6 mm graft. They burred down and smoothed out the edges to accept a 6-mm cage with graft. They filled that with the orthoblend that had been soaking in the arteriocyte. They placed it into the disk space. A 23-mm anterior cervical plate was then placed and the screws hole was drilled and the screw was inserted to fit the plate to the anterior neck. No bleeding was noted. Patient alleges unspecified injury due to the use of rhbmp-2